Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self check fault" message and stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self check fault" message and stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference sections b5 and h6:device codes. Evaluation results: the customer's report of "compressor fault - 2001", was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the report. A visual inspection found no discrepancies. The smart pneumatic module board was replaced and scrapped as a precaution. The customer's report of "stopped ventilator" was not replicated or confirmed. No evidence was found to suggest that the device stopped working during the patient event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault - 2001" message and stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.